Manufacturer narrative:
(B)(6) (B)(4). Neither product nor relevant imaging films availabe. Hence, it is difficult ot draw any conclusion.

Event description:
It was reported that, during revision surgery, the surgeon couldn't take out one of the central slot screw. No patient complications were reported. The thread of the screw got welded with the plate, so it didn't come out compromising the safety of the product. In the revision case, when he tried to removed it, the screw didn't come out leading to a different type of extraction. At that point, neither the plate nor the screw could be repositioned on the patient.